Event description:
On (B)(6) 2012, the patient contacted animas and stated that the entire body of the pump felt warm and that the battery compartment felt warmer than the rest of the pump. The patient stated that it was not hot enough to cause a burn but the temperature of the pump was uncomfortable. The pump reportedly emitted a "low battery" warning. The patient reportedly replaced the battery using a new lithium battery in order to review the pump history. The pump history indicated a "low battery" warning and a "replace battery" alarm. The patient denied that the pump was exposed to moisture or that there was any sign of corrosion. It was noted that the battery cap was never replaced. There was no reported adverse event associated with this complaint. This complaint is being reported as the patient stated that there was a temperature issue with the body of the pump and the battery compartment.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the battery was not returned with the pump for investigation. On investigation, there is no physical damage or evidence of moisture damage to the battery compartment or the battery cap. Review of the pump history confirms "low battery" warning and "replace battery" alarm on the date of the alleged event. Review of the black box download showed a time/date reset on the date of the alleged event. Evaluation found that the pump powers up properly with auditory and vibratory alarms and the power circuit does not draw excessive current. The pump was exercised for 24 hours with no evidence of overheating. No defects were found to the power flex, battery connections, and internal components. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.